Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. 2 pictures were received. The pictures were reviewed. Picture 1 showed a cassette product in used conditions connected to pump with no disposable alarm activate. Picture two showed the bag neck section from a cassette. Samples were received consist in 4 cassettes. Samples were received after use conditions, decontaminated and inside in a plastic bag. Visual inspection: no damage, kinks or any discrepancies that could cause the failure mode reported. First pump: sample was connected to the pump, no alarms were activated. The second pump: sample was connected to a second pump. No alarms were activated. Mohawk exposure in sample was measure with a ruler. Mohawk is measure from the pressure plate latch profile to the end of the mohawk. Based on the picture complaint is confirmed. Mohawk exposure could be a factor during the use of cassette to activate the alarm. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump alarmed reservoir pump does not work. No patient injury was reported.